Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem of no oxygen supply. The asp checked the device and found the oxygen supply hose was blocked, needed to clean. The asp cleaned the oxygen supply hose to resolve the reported problem. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting an alarm and no oxygen supply message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended on-site repair to check the oxygen source pressure and oxygen valve. Also, the rse recommended parts ID for a solenoid oxygen valve. The investigation is ongoing.